Event description:
It was reported that an ilet user experienced a dosing stopped alert associated with repeated pairing failures between the ilet and a dexcom g7 sensor after a sensor replacement, and customer care provided education, confirmed the sensor code on the ilet, guided a sensor change, and initiated the pairing process including warmup timing. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued use after troubleshooting. Investigation included troubleshooting and user education over the phone. Investigation of this case revealed that the issue involved communication pairing failure between the ilet and the g7 sensor, with no effect on blood glucose. It was concluded that the device functioned as designed following guidance and that the event was resolved with successful re-pairing steps and user education.